Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope exhibited a scope communication error (error e226). The issue was found at preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be identified. However, it is possible that an abnormality occurred in the image sensor unit, the internal kiban of the connector, and the electrical contact part, which led to the occurrence of the event. As for the cause of the abnormality, it is possible that "external stress was applied to the insertion site due to the absence of the curved rubber adhesive part" and "an irregular load was applied to the internal kiban due to multiple damages to the video connector case, and an abnormality occurred in the electrical contact part", but it was not specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.